Manufacturer narrative:
The insulin pump had a stripped battery cap coin slot, cracked battery tube threads, a cracked case at the display window corners, minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
It was reported that the customer was unable to remove the battery cap on the insulin pump and the insulin pump has been turned off. Customer's blood glucose reading at the time of the call was 426 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.